Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor distorted; full lead; deformation/fracture in 5cm prox section of the inner coil; extension problems.

Event description:
It was reported that the helix could not be extended during an implant attempt. The lead was not used. No pt complications were reported.